Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Blood leaked back into vizigo sheath when the vizigo sheath was inserted into the patient. They replaced the vizigo sheath and the procedure continued without further issues. Further specifics: the hemostatic valve was damaged--but it was not dislodged inside or outside the hub. The brim cap/hub was not detached from the sheath. The sheath was being used on the patient when the issue occurred. No air entered the patient's body. No treatment was required. No measurable blood loss was experienced. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Blood leaked back into vizigo sheath when the vizigo sheath was inserted into the patient. They replaced the vizigo sheath and the procedure continued without further issues. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Sem (scanning electron microscope) analysis was performed, concluding that the hemostatic valve has a rupture. Due to the condition of the hemostatic valve, an internal action was opened. Device history record evaluation was performed for the finished device 50000248 number, and no internal action related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).